Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that a piece of cored stopper was found in the unspecified bd¿ syringe with needle after drawing up the medication. The following information was provided by the initial reporter: "a blunt tip (green colored) needle "cored" the rubber top of a solu-medrol "act-o-vial". The "cored" piece of rubber was found in the bd brand 3-cc syringe after the medication was drawn up. The nurse caught the problem by chance when she looked at the syringe to check the fluid level. Other member of staff claimed to have this happen to them as well but they didn't report it or preserve the evidence until now."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a piece of cored stopper was found in the unspecified bd¿ syringe with needle after drawing up the medication. The following information was provided by the initial reporter: "a blunt tip (green colored) needle "cored" the rubber top of a solu-medrol "act-o-vial". The "cored" piece of rubber was found in the bd brand 3-cc syringe after the medication was drawn up. The nurse caught the problem by chance when she looked at the syringe to check the fluid level. Other member of staff claimed to have this happen to them as well but they didn't report it or preserve the evidence until now."